Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that rm04 was seen. Patient was told to reset li battery but issue was not resolved. Patient reported they normally are at 3.1 but stimulation shot up to 7 or 8 causing them to have a shock. Patient reported they switched from group a to b and felt a severe pain, shocking stimulation going from lumbar to feet. No further complications reported and/or anticipated at this time.